Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual, movement disorders, and dystonia. It was reported that the patient was told that the implantable neurostimulator (ins) battery would last 5-6 years, but it only lasted from 2010 to 2013; it did not last its expected lifetime before it was replaced. It was also stated that the ins did not work as well as the first one. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.